Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance on contact 11 with case and other contacts. No known factors were known. There was initial programming done today and they didn't need the contact for effective programming. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.